Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's health care provider (hcp) did not know if the replacement desktop charger resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the replacement recharger resolved the difficulties recharging and the b attery icon showing empty.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the ins recharger (insr) wouldn¿t charge, and the ins couldn¿t be charged. The battery symbol was going down and was blank. The green light was on, the connection seemed secure and did not move side to side. It would go on for about a minute and then go blank. The desktop charger (dtc) connector pin was broken. No medical symptoms were reported.